Manufacturer narrative:
A compressor mini was reported outputting water to the connected ventilator. Our field service engineer on site investigated the unit and replaced the drainage valve. The unit passed all functional tests. The replaced part was not returned for further investigation. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. Poor compressor air supply, for example caused by a leaking drainage valve, will generate alarms on both the compressor and ventilator to alert the operator. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
Water in compressed, delivered air was reported. Patient involvement is unknown. Manufacturer ref.#: (B)(4).